Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident and was treated with manual injection. The customer stated that the belt clip got damaged and they were not able to wind it to the belt clip and got no delivery alert due as the tube was twisted. The customer declined troubleshooting for high blood glucose. The customer had frequent urination in the past. The insulin pump will not be returned for analysis.